Event description:
(B)(4). Sharp stabbing pain in my clitoral area...it became so swollen that I couldn't even touch the area. It hurt to wipe, sit down or when my undies or pants would rub on that area. I went to the ER and they put me on antibiotics. Now I am having sharp pains in my lower left abdomen area. It hurts even worse when I move around.